Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an 8 cm abdominal aortic aneurysm and a rcia aneurysm that measured 3.2 cm in diameter approximately 1 month ago. The aortic neck was 25 mm long, it was reverse funnel shaped measuring 25 mm proximally, 28 mm in the middle and went to 30 mm distally. It was reported that at the time of implant the stent graft was implanted tilted, the distance of the stent graft from the right renal artery was landing 6 mm and 1 cm from the left renal. The pt was discharged and was doing fine. It was reported that 4 days post implant, the pt presented to another hosp complaining of back pain. Pictures were taken and there was a proximal type 1 endoleak. The pt was treated with another MFR's stent graft which was used to reline the talent stent graft. The endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Requires secondary intervention) - (B) (4): eval results: endoleak. Aortic neck angulation.